Event description:
Device malfunction: cuff miss. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the needle plunger was retracted and no suture was present. A second device was used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
The customer has reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any finding relevant to this report.